Event description:
It was reported that an event requiring open heart surgery occurred. It was reported via social media that a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. Open heart surgery was performed on the patient as a result of the procedure. The patient spent six days in the critical care unit on a ventilator. The patient was then transferred to the cardiac care floor for ten days with complications stemming from a collapsed lung and blood issues. The patient was extubated. The patient was moved to a nursing home for rehabilitation, but was brought home four days later. While in the nursing home, the patient experienced a fall. The patient was noted to be in a vegetated state after this event.